Event description:
It was reported that a caller encountered a cracked and shattered touchscreen on their insulin pump, which made it illegible and unusable. There was no impact on the customer's blood glucose level. Customer continued to use the pump for insulin delivery.